Manufacturer narrative:
(B)(4). The device was not returned for analysis, however, abbott vascular (av) identified difficulty splitting the sheath. Av reviewed the lot history record and other sources of manufacturing data. Root cause analysis concluded the issue is likely related to material used in the starclose manufacturing process. Av is working on possible mitigations to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unknown vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, the starclose se sheath did not split completely. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. As the name of the physician was not provided, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) identified evidence of difficulty splitting the sheath. Av reviewed the lot history record and other sources of manufacturing data. Root cause analysis concluded the issue is likely related to material used in the starclose manufacturing process. Av is working on possible mitigations to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: it was reported that arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic aortogram with runoff. The safety release mechanism was used to remove the starclose se device. Manual arterial compression was used to achieve hemostasis. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.